Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 449mg/dl. The customer's most current level was 306mg/dl. The customer states they treated with needles and insulin. Troubleshoot was conducted. The device passed the testing and was found to be operating as designed. The customer was advised to conduct full set and reservoir change. The customer was advised to contact their healthcare provider regarding unexplained high levels, and call back if issues persist.